Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was fluid on the table and the last fill bag was empty which is indicative of a leak which is known to cause the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, the patient stated that there was fluid on the table and does not know where it came from. The last fill bag was empty. There was no patient injury or medical intervention associated with this event. No additional information is available.